Event description:
It was reported that the user received an fsl3 sensor instead of the fsl3+ and was informed that the fsl3 is incompatible with the ilet pump, with guidance to operate in blood glucose entry mode for up to 72 hours while coordinating with the healthcare provider and distributor. Symptoms included no alerts or alarms. Outcomes included continued therapy management using manual blood glucose entries without reported adverse health effects or need for medical care. Investigation included user education and troubleshooting regarding sensor compatibility and device operation in manual mode. Investigation of this case revealed that the issue was due to use of an incompatible continuous glucose monitoring sensor rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user- and supply-related sensor incompatibility.